Event description:
A materials specialist reported following an intraocular lens (iol) implant procedure, the pt experienced dysphotopsia. The iol was exchanged. Additional information has requested.

Manufacturer narrative:
The product was not returned for analysis. Results form the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).